Event description:
While removing the stylet the clinician panicked, as she thought she pulled the activator too hard. As a result, the needle piecred through the tubing and stuck in the first nurse holding the butterfly portio in the right index fingr.